Event description:
Paramedics used the device during routine ECG monitoring of a patient during transport to the hospital. The patient was diagnosed with new onset diabetes. For approximately 40 minutes, the device allegedly failed to display teh patient's ECG rhythm (the ECG display was blank) until just prior to their arrival at the hospital. There were no adverse affects to the patient reported as a result of the alleged malfunction.